Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter contacted lifescan on june 25, 2007 and alleged that the lay user/patient's one touch ultra meter had an issue. The medical affairs specialist was unable to reach the reporter or the patient via phone after several attempts. The reporter was unable to specify the meter issue that the patient was experiencing. It is not known since when the patient was experiencing the unknown issue. She stated that 2 weeks ago, the patient "collapsed" and the emergency services were called. The symptoms experienced by the patient were "eyes rolling back, sweating, and nauseated". The patient was treated with insulin 70/30 and byetta while in the hospital. She stated that his glucose was "extremely high to the point of having a heart attack". She reported that the patient has heart problems. The reporter was very vague in providing information regarding the event. It is not clear the reason for the admission was related to diabetes as neither insulin 70/30 nor byetta are used for treatment of acutely decompensated hyperglycemia. At the time of troubleshooting, the meter powered on with the m button (power button) and also when a test strip was inserted. The meter was set to code 22, but the test strip code was 9. Therefore, the meter was miscoded (user error). This complaint is being reported because the reporter alleged the subject "meter would not work" and further alleged the patient later received insulin treatment at the hospital. A replacement meter was sent to the lay user/patient.